Event description:
The lead was x-rayed because it was exhibiting inappropriate sensing functions; i.e., failing to sense and oversensing. The x-ray showed a clavicular kink. Upon explantation, a fracture was seen.

Manufacturer narrative:
H.2. Device evaluation: the lead was found to have the tubing curled and the coild stretched and damaged. The x-ray showed stretched wires. This damage is indicative of a condition known as "clavicular crush." The user manual advises that this type of lead damage may be decreased with leads placed by cephalic vein cutdown or a subclavian puncture site as lateral as possible.